Event description:
It was reported that the customer received an a17 and an a47 alarm on her insulin pump. Customer stated she is very brittle, diabetic and cannot resort to manual injections. Advised the customer the insulin pump will need to be replaced. The blood glucose reading was 20.1mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.